Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A specialist stated that when the impella cp was turned on in the patient, placement signal was lost and motor current was dampened. The patient also was on extracorporeal membrane oxygenation (ECMO) and was getting an ex-lap procedure. The placement signal intermittently returned and was lost along with a controller error alarm. The patient remained on support with this continuing to occur. The pump's position was confirmed with echocardiogram. The intensive care unit team elected to switch the consoles. The error persisted on the new console. The patient was stable throughout and was able to be wean from the ECMO and impella. The patient's outcome at explant was survived and the patient's outcome was stable.